Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous vessel. A 4fr non-bsc introducer sheath was placed. After a non-bsc guide wire was advanced to cross the lesion, a 4.0mmx40mmx40cm (4f) sterling's balloon catheter was advanced for post dilation. However, upon the second inflation, the balloon ruptured at 8 atmospheres after a duration of 30 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.